Event description:
Additional information was received indicating that decreased sensing was noted on the lead that indicated a dislodgement. During the lead revision, an x-ray was performed and confirmed the lead dislodgement.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
As received, a complete lead was returned in one piece with helix partially extended and clogged with blood/tissue. After cleaning, the helix could be fully extended and retracted by applying torque directly to the connector pin. The full helix extension length was within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.